Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2013. Programmer save to disk data shows one alert event for "rv defib lead impedance 101 ohms" on (B)(6) 2013. Products: (B)(4) implantable cardioverter defibrillator. (B)(4).

Event description:
It was reported that the right ventricular lead had increasing impedance that triggered a patient alert. There was also noise on the lead. The lead remains in use. No patient complications have been reported as a result of this event.